Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvwb10 (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). The investigation has been completed based on the available device information and complaint history review. DHR review was completed for the subject lot number 1298465. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1298465 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: screw¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was user caused therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that during the implant placement, while attempting to remove the mount, the screw fractured inside the implant. No impact on the patient reported. Procedure was completed with another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification PMA/510(k) #: k011028/k013227.